Event description:
It was reported that the c10-3v transducer lens had a hole, resulting in exposed metal. The transducer was associated with the epiq elite diagnostic ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and there was no patient or user harm associated with this event. A philips remote service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the damages to the c10-3v transducer lens. Based on the evidence available in this investigation, the reported damage to the lens tip most closely aligns with use related factors such as repeated handling and frequent cleaning or sterilization cycles. There is no indication of non-conforming material at shipment, nor any evidence of a design anomaly that would warrant further action. The transducer was replaced to address the customer's immediate concerns and no further similar events were reported.